Event description:
It was reported that the stylet was unable to be advanced into the right ventricular (rv) lead. The lead was not implanted, and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test revealed obstruction at the proximal region of the lead. After cutting the lead at stylet obstruction region to examine the condition of the inner coil, the inner coil was revealed to be clogged with blood and body fluids. The cause of the reported event of failure to advance stylet was isolated to the inner coil clogged with blood and body fluids.